Manufacturer narrative:
The following other devices were also listed in this report: x3 triathlon cs ins size 4 9mm; cat# 5531g409; lot# lfm715, triathlon prim tib baseplate - cemented; cat# 5520-b-400; lot# aog7ea. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that a patient fell on her second day home (post-op day 5). Patient was readmitted for fascial repair. Patient presented to office with an unstable knee. Scheduled for revision surgery. Paient was revised with stryker mrh. Patient was reported with complicating condition of having morbid obesity.